Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient's friend/family member called to get directions on how to turn ins off for MRI of head. Caller was being guided through on how to sync the patient programmer (pp) with implant so it could be turned off for MRI. Caller, at first, was having trouble locating the ins on the patient's back, but she thought she found the right spot after multiple attempts. Caller still got poor communication. The patient used an antenna. It was confirmed that the antenna was secure and sync with ins. The reported poor communication was not resolved. The caller was advised to place programmer directly over ins and sync with ins. The reported poor communication was not resolved. It was reviewed that if the patient was not receiving therapy, consider ins longevity relative to date of implant and redirect to hcp. It was reported that the patient had not been feeling stim or getting relief for a while. Registration showed that ins was almost 4 years old, so it was reviewed that the ins could be depleted, and if that was the case, it's already off, but they had no way to verify that over the phone. Caller was redirected to follow up with the hcp to check implant. The caller wanted it to be checked while they are at the MRI, and it was reviewed the only way to do that is if a doctor or the MRI facility contacted a rep. It was reviewed that it was not certain if the rep would still be able to make it. On (B)(6) 2018 the hcp reported the patient had not been seen in the office since (B)(6) of 2016. On (B)(6) 2018 the MRI tech/facilities manager called again for MRI compatibility guidelines and reiterated patient's device had poor communication. The manufacturer's representative was contacted by MRI tech but was unable to give confirmation about ins status and the MRI facility wanted confirmation that device was off. The MRI tech stated the rep had told the patient device was off and MRI scan would be safe. MRI tech also mentioned that patient said she had "adjustments" done to the ins about 18 months ago and felt that the ins has not been working since then and was unable to clarify what was meant by ins not working since adjustments were made. Technical services reviewed info in labeling pertaining to being unable to confirm ins status and info pertaining to proceeding with scan only if it is a medical emergency and possibility unintended stim is justified, and that it is a possibility that patient's ins battery has depleted and if this is the case, stim is off, but reviewed that device status cannot be confirmed over the phone. No further symptoms or complications were reported or are anticipated.